Manufacturer narrative:
This is an update regarding investigation after part was returned to failure analysis lab. The dfm100 assy processor was returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate that there was malfunction with the system on module printed circuit assembly (som pca). The asp replaced the assy processor (including the som pca) to resolve the issue.

Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating a device failure during ops check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.